Event description:
This report for pt's right eye (od). On (B)(6) 2014 a patient (pt) called our firm and reported has been wearing acuvue oasys brand contact lenses (cl) for about 2.5 years. The pt wears a different power (from a different lot) in each eye. The pt said when last order received, the pt inserted a pair of the lenses and thought the lenses felt different. The pt used the lenses for less than 2 weeks. The pt reported experiencing blurred vision and crusty eye lids in the morning. The pt reported that after using 5 lenses from each multipack (multipack contains 6 lenses) the pt saw his/her eye care professional (ecp) and was told eyes were "getting worse" and was referred to an ophthalmologist. The medical records were received and revealed the following. On (B)(6) 2014 the pt saw his/her optometrist with c/o itchy, watery, red eyes x 3 weeks and yellow discharge, crusty in am x 2 weeks; photosensitive. Va with phoropter: od 20/25. Sle: od: subepithelial infiltrates and +1 injection. Assessment/plan: keratoconjunctivitis. Tobradex; cannot read rest of note. On (B)(6) 2014 pt returned to clinic rtc, eyes felt better, tobradex tid today. Va od 20/20. Sle od clear. Pt instructed to continue meds bid 2 days, qd 1 day. Rtc prn. On (B)(6) 2014: pt rtc c/o eyes red and vision blurry. The pt d/c tobradex previous day. Sle: 00: +spk; grade 2-3 injection; trace papillae; suspects phlyctenule; neg cell & flare. Assessment: keratoconjunctivitis (recalcitrant) os > od. Plan: vigamox 1 gtt qid today, then tid x 7 days. Rtc 4 days. Pt instructed if any worsening of sx to immediately visit ER or ophthalmologist. On (B)(6) 2014 pt rtc. No improvement in sx; c/o crusting and photosensitivity; reduced va; injection. Using vigamox tid. Sle: +injection; mild spk; "glassy" corneal appearance; lids and lashes clear ou; negative cell and flare. Assessment: recalcitrant keratitis; etiology unknown; ongoing since mid- (B)(6); tobradex was ineffective. Plan: continue vigamox for next 3 to 5 days until gets appt with ophthalmologist. Pt instructed to go to ER if worsening of sx. On (B)(6) 2014 the pt was seen as a new pt c/o redness/discharge. Hpi: cc: red eyes, duration: about 6 weeks. First used erythromycin (with no improvement), now using vigamox gtts tid ou since tuesday; not improving. Severity: moderate. Associated sx: blurred vision ou; light sensitivity ou; crusty; tearing ou; discharge ou; modifying factors: wears soft cl about 11 hours/day; last worn monday ((B)(6) 2014). No trauma. No steroid use. Ocular meds: vigamox 0.5% tid ou. Va od cc: 20/60-; od: lids/conj/sclera: white and quite; cornea: clear epithelium. Clear stroma, clear endothelium. Corneal infiltrate. Anterior chamber (a/c): normal depth. Quiet. Ocular meds: vigamox qlh ou: impression/plan: "I. Corneal ulcer ou. Corneal infiltrate in cl wearer. "Will bump up vigamox to q5min and taper and f/u in a few days and consider steroid at that time." Pt advised not to wear cl and replace cl container when returns to cl wear. On (B)(6) 2014 rtc: corneal ulcer ou. Hpi: cc: corneal ulcer flu. Improving. Course: states redness/pain resolved. Eyes are a little sensitive to light. Blurry vision at times. Ocular meds: vigamox 0.5% q2h ou. Va od cc 20/40 ph20/25. Sle: od: lids/conj/sclera: white and quite; cornea: clear epithelium. Clear stroma, clear endothelium. Resolving corneal infiltrate. A/c: normal depth. Quiet. Ocular meds: vigamox 0.5% q2h ou. Pred forte 1% bid ou. Impression/plan: corneal ulcer ou. Corneal infiltrate in cl wearer. Will decrease vigamox to qid ou and add steroid bid and f/u in about one week. On (B)(6) 2014 0d: lids/conj/sclera: white and quiet; cornea: no corneal infiltrate-has resolved; a/c: normal depth. Quiet. Ocular meds: vigamox 0.5% x 3 days then d/c qd ou. Pred forte I% x 3 days then d/c qd ou. Impression/plan: I. Resolved corneal ulcer ou. Will taper both vigamox and pf to 1 gtt qd ou x 3 more days then stop. Can resume cl use once gtts are finished. Pt to call if new symptoms develop. Follow up: I year- comprehensive exam. On (B)(6) 2014: note from optometrist: pt seen for cl fit. Pt observed to have 1 + spk od. Assessment/plan: recalcitrant keratitis ou. Continue drops. Pt instructed to rtc for fit when healthy and continue follow-up with ophthalmologist. On (B)(6) 2014 pt emergency visit to ophthalmologist. Os> od. Hpi: red eyes os> od. Duration of problem 1 - 2 weeks. Course; worsening. Associated sx: blurred vision; photophobia; irritation. Other: used vigamox once last night. Other: cl wearer. Wears about 10-12 hours per day. Secondary: resolved corneal ulcer ou. Ocular meds: vigamox 0.5% qd. Sle: od: lids/conj/sclera: white and quite; cornea: punctate staining. Resolved ulcer. A/c: normal depth, quiet. Ocular meds: vigamox 0.5% x 3 days then d/c qd ou. Pred forte 1% x 3 days then d/c q day ou. Impression/plan: I. Punctate keratitis ou. Begin vigamox qid ou, and pf bid ou. Possible reaction to solution. Acute conjunctivitis ou. Advised not to wear cls. 3. Red eye os> od. Advised to stop cl wear and to follow/up with primary optometrist to discuss further options for cl solution. 4. Resolved corneal ulcer ou. The pt has not returned for follow-up since the (B)(6) 2014 visit. No additional information available from the treating optometrist or ophthalmologist. No additional information expected.

Manufacturer narrative:
Received one lens in a lens case and 3 sealed mpks (18 sealed blisters) from lot l0025qn. The parameters of the lens received in the case were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. Solution from the sealed blisters was evaluated; the ph and conductivity were in specification. A DHR review was performed: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0025qn was produced under normal manufacturing conditions.